Event description:
Boston scientific crm received information that this patient has occasional syncopal episodes. In an effort to obtain the reason for the episodes, the patient was given a magnet to take home and place over her device to record the events. The patient called boston scientific explaining that she was uncertain as to how to use the magnet, and if it was working. The patient was advised to speak with her physician as she is being followed by transtelephonic monitoring. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted over 7 years later for normal battery depletion and returned for analysis.